Event description:
It was reported that the patient presented in-clinic for follow-up. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The oversensing was stored on electrogram, and the patient did not receive therapy during the oversensing. The device was reprogrammed, and the patient remained asymptomatic.